Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the pk dissecting forceps instrument wire was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. No damage was found at the clevis. An additional observation not reported by site was that the instrument's distal pulley exhibited mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.